Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that residue was found on the suction irrigator. There was no patient involvement.

Manufacturer narrative:
Alleged failure: customer noticed mysterious white powder on suction irrigators. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be extreme shipping conditions, incorrect or inadequate packaging, improper storage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that residue was found on the suction irrigator. There was no patient involvement.